Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc inspected the device and confirmed the following: -the reported phenomenon was not reproduced. -the angulation was insufficient due to the elongation of the angle wire. -the blade of the bending tube was broken due to an external factor. -the bending section rubber, control section, ud plate, remote switch 1, universal cord, video connector, light guide connector, light guide cover glass, video connector case, and up/down angulation control lever were damaged due to external factors. -the adhesive of the bending section rubber was chipped. -there was a looseness in the angle fixing part of the control section. -the video cable was buckled due to external factors, and the cable inside the video cable may be affected. -there was rattling at the connection between the insertion pipe and the control section due to the looseness of the insertion pipe. -dirt that was difficult to remove was attached to the remote switch 1, due to handling. -the video connector was cracked due to an external factor. -the label of the video connector was peeled off. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, based upon the past similar cases, there is possibility that the reported event was caused by breakage of the image sensor unit, defect of the circuit board inside the scope connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscope image was sometimes not displayed due to contact failure. There was no report of patient injury associated with the event.